Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose level of 403 mg/dl (cause unknown), and subsequently went to the emergency room. The customer was administered intravenous insulin and was released 4.5 hours later with a bg level in the low 200 mg/dl range and in stable condition. Recommendation was made to consult with a healthcare provider to discuss diabetes management.